Event description:
Cook 6 fr check-flo performer introducer inserted in left forearm. When introducer was removed, it was noted that tip was missing. Catheter tip was under pt's skin and was removed by physician.